Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the inspection of the returned device data. The returned device data have been inspected. During the inspection, the eri battery status could be confirmed. The battery voltage of the device corresponds to the eri status, however an inconsistency of battery voltage and current consumption was noted. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Device showed eri on (B)(6) 2020, voltage was previously recorded as 43 percent on (B)(6) 2020. Patient had an abdominal CT. Data analysis shows suspicious battery behavior. No adverse patient events were reported. Device remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status, confirming the clinical observation. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Based on the analysis, this ICD was identified to be affected by the field safety corrective action, bio-lqc, initiated in (B)(6) 2021.